Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. Based on the rough and irregular surfaces of both exhaust tubes detached end and through the cylinder strain reliefs, quality is unable to conclude if those detachments occurred while in-vivo or during explant.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, unknown fluid loss. The dr. Removed existing ipp (from 1995) and inserted all new components.